Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the green fixation light was displayed offset to the distance diodes. No patient impact reported. Surgery was completed successfully. Upon follow up, the patient's state of health as well as vision were not impaired.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. At the visit on site, the field service engineer adjusted the fixation light and turned the system to specifications. During daily calibration of the system, the deviation of the fixation light was discovered. On that day, a clinical application specialist was on site and verified the pilot laser (most important for centered ablation). As the pilot laser met specifications they started the treatment as mentioned in the complaint. The patient was treated under surveillance of the clinical specialist until the device was fixed. The deviation is caused by external influence/force on the laser arm (e.g. Shock, collision) the most possible root cause might be user handling or inappropriate cleaning procedure the manufacturer internal reference number is: (B)(4).